Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis found, ¿visually, there was no evidence supporting the complaint that the balloon over-inflated, causing obstruction of the airway. The inner lumen of the tube was not damaged and still structurally sound. The cuff was inflated with 30 ml of air to test for function (the report claims that it was punctured in order to remove it from the patient) and the balloon held air for longer than 10 minutes. This is not consistent with the received complaint, and it is possible this was a tube used to continue the surgery after the alleged malfunction. The cuff was deflated and inflated multiple times to check for function after extended use, and performed without issue. By design, the inflated cuff ensures that airflow is passed through the emg tube and can be connected to a ventilator if necessary. No blockages or weak areas were observed with this particular tube. There did not appear to be any visible or functional issues with this device. Based on the above observations; since the tube components appeared to be intact and fully functional, it is not likely that this tube caused the alleged events. There was no packaging or lot information, and the cuff held an excess of air, which is not consistent with being punctured during the procedure in order to remove it from the patient. The integrity of the inner lining was also sufficient, not indicating that an obstruction was likely during use.¿

Event description:
It was reported that ¿during a thyroidectomy case, the cuff on the emg tube expanded too much and blocked the airway. The patient stopped breathing until a flexible laryngoscope was inserted into the tube to see the blockage, and to pass a wire down the tube to puncture/deflate the cuff and clear the airway. Sales rep did not know if the patient was re-intubated.¿